Event description:
Reporter indicated that both systems and normal mode diagnostic tests were performed on the vns patient's generator at a follow up visit and resulted in high lead impedance. It was also reported that the patient was experiencing painful stimulation to the left jaw and teeth on the left side. Further follow up and the treating physician revealed that there is not believed cause for the high lead impedance. X-rays were reviewed by the manufacturer and the strain relief did not appear to be adequate per manufacturers labeling. Additionally, a suspicious area in the lead body was observed where the first tie down is used for the strain relief bend. It is possible that a lead discontinuity is present at this point, but due to the shadows present and poor contrast, this could not be confirmed on the x-rays. The generator was programmed off. The patient had surgery to have the problematic lead removed and a new lead was implanted. The explanted lead has been returned to manufacturer and analysis is pending. Further attempts to obtain information regarding possible generator replaced have been unsuccessful to date.

Manufacturer narrative:
X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to death or serious injury.